Manufacturer narrative:
The nail was received for visual inspection and functional testing. The reported event could not be duplicated. The device functioned within specifications.

Manufacturer narrative:
The product was returned to the manufacturer and the device evaluation findings are not yet available. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per reporter, the transport mechanism was not functioning.